Manufacturer narrative:
An event of explant due to severe perivalvular leak was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm stented porcine,aor,epic supra was implanted using a core knot. Severe perivalvular leak was recognized, when it was confirmed by the echography. The device was removed, a non-abbott device was implanted for replacement, and the surgery was completed. The patient's condition is stable.